Manufacturer narrative:
Analysis of the returned product revealed a fiber which was broken near the center of the device (approximately 67.5" from the distal tip). At the break point, both visible charring and slightly stretched buffer material were observed. These symptoms indicate that the fiber likely broke while laser energy was being transmitted through the fiber. It is possible that the fiber was bent to a radius that exceeds the minimum bend radius (7mm) of the fiber. Subsequent laser energy exposure likely damaged the fiber resulting in the fiber break, charring and buffer elongation noted. The presence of a pilot beam with successful testing of the fiber after distal tip reprocessing, and without breaks while under the minimum bend radius of 7mm indicates that the fiber was fully capable of functioning as intended. It can be assumed that during evaluation testing that it is very unlikely there were any manufacturing faults with the fiber. The fiber likely failed due to user mishandling.

Event description:
"Hlfdbx0207c laser fiber that broke near the connector end not the tip. The fiber popped and broke when actuated. It fell onto the drape not the patient. No patient injury."